Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse would like to know what was going on with arctic sun device to make the cooling process stop. Nurse mentioned the rectal probe fell out, but it was replaced. Confirmed this was in patient temperature (pt) 1 port. Explained how patient temperature (pt) 1 drove therapy. If a temperature was not detected, the device would stop therapy. Nurse confirmed device seems to be functioning properly now. Patient temperature (pt) 34.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 10.3c, flow rate (fr) was 1l/m. Suggested to watch the flow rate (fr) and call if it dropped below 0.7l/m or if they had any other questions.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse would like to know what was going on with arctic sun device to make the cooling process stop. Nurse mentioned the rectal probe fell out, but it was replaced. Confirmed this was in patient temperature (pt) 1 port. Explained how patient temperature (pt) 1 drived therapy. If a temperature was not detected, the device would stop therapy. Nurse confirmed device seems to be functioning properly now. Patient temperature (pt) 34.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 10.3c, flow rate (fr) was 1l/m. Suggested to watch the flow rate (fr) and call if it dropped below 0.7l/m or if they had any other questions. Per follow up information received via task on 01feb2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.